Event description:
It was reported that the patient had to get their implantable neurostimulator (ins) replaced because it was not working, they couldn¿t charge it, and their body was rejecting it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the stimulator worked beautiful on the trial and states since they went under the skin, it hasn't worked. It was reported that the patient's first implantable neurostimulator (ins) was moving a lot. This was the reason they changed out the implantable neurostimulator (ins) on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).